Event description:
On (B)(6) 2010, pt reported elevated blood glucose due to infusion device being in stop mode and delivering insulin. This occurred on (B)(6) 2010. Blood glucose elevated to 450-500 mg/dl as a result. Target blood glucose is 140 mg/dl. Blood glucose has returned to normal range. Pt corrected elevated blood glucose by delivering insulin by syringe. Pt did not receive stop warning while infusion device was in stop. Pt does not know if she silenced stop warning when attempting to bolus. Verified stop warning was working correctly during troubleshooting. Advised pt how to stop warning is activated and deactivated. Verified alarm history and no alarms or errors were received that would cause infusion device to enter stop mode. Follow-up was completed and pt reported "everything in working great" and concern has not happened again. No product will be returned for evaluation. The pt did not require assistance from a health care professional or second party to address the issue.